Manufacturer narrative:
The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma - late.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, seroma late and radiological suspicion of rupture. The device was found to be intact during surgery. The device has been explanted. The affected side is unknown. A sample of the seroma fluid was sent for anatopathological study which returned with benign findings.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, b6, d1, d2, d4, d6a, d6b, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, seroma late and radiological suspicion of rupture. The device was found to be intact during surgery. A sample of the seroma fluid was sent for anatopathological study which returned with benign findings. Patient undergone complete capsulectomy. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, seroma late and radiological suspicion of rupture. The device was found to be intact during surgery. The device has been explanted. The affected side is unknown. A sample of the seroma fluid was sent for anatopathological study which returned with benign findings.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, seroma late and radiological suspicion of rupture. The device was found to be intact during surgery. The device has been explanted. The affected side is unknown. A sample of the seroma fluid was sent for anatopathological study which returned with benign findings.